Event description:
(B)(4). This unsolicited case from united states was received on 07-nov-2017 from the other non-health care professional. This case concerns a (B)(6) patient (gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced left knee swelling, left knee hot to touch and left knee pain. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (lot number: 7rsl021 indication, expiration date: not reported). On an unknown date in (B)(6) 2017, after unknown latency the patient experienced left knee swelling, left knee hot to touch and left knee pain. Corrective treatment: dexa for all. Outcome: unknown for all. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all.

Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on 07-nov-2017 from the other non-health care professional. This case concerns a (B)(6) years old patient (gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced left knee swelling, left knee hot to touch and left knee pain, also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (lot number: 7rsl021 indication, expiration date: not reported). On an unknown date in (B)(6) 2017, after unknown latency the patient experienced left knee swelling, left knee hot to touch and left knee pain. Corrective treatment: dexa for all. Outcome: unknown for all. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criterion: required intervention for all additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: (B)(6) company comment follow-up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced left knee swelling, was hot to touch and had pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.